Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus deliveries. The customer's blood glucose (bg) level was 467mg/dl at its highest and a manual injection was administered to address the bg level. Reportedly, the customer wears the pump against their skin. Tandem technical support explained that abrupt temperature alarms can cause occlusion alarms to declare.